Manufacturer narrative:
UDI: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of three (3) homechoice cassettes leaked. This issue was identified during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, 25 companion samples and 12 retention samples were received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot; however this review did find similar complaints for this lot number for the reported problem of leak. A visual inspection was performed with the naked eye with no issues noted. Integrity testing was performed on the companion samples and satisfactory results were obtained; leaks were not observed in the samples. A functional test was performed to a companion sample and satisfactory results were obtained; leaks were not observed in patient line during the prime phase. The reported problem could be verified since the actual samples were not received and the sample analysis of the companion samples had satisfactory results. Should additional relevant information become available, a supplemental report will be submitted.